Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, most likely the endoleaks occurred due to an inadequate seal of the implanted devices, which was due to the presence of calcification in the patient's anatomy. Cook's instructions do indicate that vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization.

Event description:
A male patient underwent aaa repair in 2007. The procedure proceeded as labeled. Fluoroscopy following placement of the main body and iliac leg grafts exhibited the presence of type I endoleaks at the neck of the main body (refer to 1820334-2007-00348) and at the distal end of the leg grafts (refer to 1820334-2007-00349). Re-ballooning the proximal neck and the distal ends could not resolve the endoleaks. Placing another manufacturer's tests did resolve the endoleaks. CT imaging before discharge from the hospital verified the absence of the endoleaks. The physician comments state that calcification contributed to the endoleaks at the distal end of the iliac leg grafts. Previous history of pulmonary disease, cerebrovascular disease, ischemic heart disease, and hypertension with previous surgical past of gastric cancer operation and dissection for appendicitis, underwent aaa repair on the same day. The patient's pre-op diagnosis states that the infrarenal area of the ivc was diagnosed in good condition for placing the proximal neck of the main body.